Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient stopped charging the ipg as recommended. The ipg was deemed inoperable. Surgical intervention may place to address the issue.

Manufacturer narrative:
It was reported that patient failed to charge ipg as recommended. The ipg was deemed inoperable. Surgical intervention may take place to address the issue. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received identified that effective therapy was restored post operatively.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.